Event description:
It was reported that during a dilatation procedure, a hole developed in the catheter balloon on the 1st inflation. The catheter was removed and replaced with the same make to complete the procedure. No pt injury or further complications were reported.